Event description:
It was reported that the customer had low blood glucose levels of 61 mg/dl. The customer treated with juice and ate a salad. The customer reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Button error did not occur during testing however, the buttons were unresponsive due to corroded keypad traces. Functional testing could not be completed due to unresponsive buttons. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.